Manufacturer narrative:
A05: camera issue a0708: battery fault a1102: bump detected g2: this event occurred in poland, see section e. H2, h3, h6: the system was serviced in the field. It was found that the camera was damaged and needed to be replaced. Bump detector battery fault and storage temperature exceeded was noted. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was a camera issue. System diagnostics tests indicated that the camera was damaged and needed to be replaced. There was a bump detector battery fault, and it was identified that storage temperature was exceeded. It was unknown if a patient was present when the issue was identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the camera problem was noticed during system preparation. No patient was present at the time of the event.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the camera was replaced. A system checkout was performed, and the system performed as intended. Codes fdm b01, fdr c08, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.